Event description:
It was reported the bd syringes have label content missing. The following information was provided by the initial reporter, translated from portuguese to english: "the syringes use a bars code that give them a tracking, and there is the possibility of coming with datamatrix. We've been recently notified by vigilance sanitary that the syringes don't have a tracking."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. See h10 manufacture narrative.

Event description:
The syringes use a bars code that give them a tracking, and there is the possibility of coming with datamatrix. We've been recently notified by vigilance sanitary that the syringes don't have a tracking. 21.dec.23: add info received. There is no physical problem with bd products, the question would be that the barcodes that syringes and needles have on products do not provide batch and validity traceability, they only perform a systemic write-off of balances. I would like to check with bd the possibility of bd products coming with the datamatrix code. Pictures for example were provided. ¿ what is the product batch and catalogue? Syringes/needles/catheters and others. ¿ could you clarify how products ¿have no traceability¿? Ex.: the barcode is showing an error when being read, the products came without a barcode, etc.; the barcode only writes off available stock, does not record batch/expiry date. ¿ is the problem with the barcode on the primary packaging (individuals, blisters), or on the boxes? Individual packaging note: as a suggestion for improving bd packaging, today I am having to change my product portfolio to those with a data matrix, bringing traceability and safety to the institution's patients. Knowing that bd products are great and efficient products is a suggestion for improvement.